Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-02846, 1627487-2020-02847, 1627487-2020-02848. It was reported the patient experienced ineffective therapy from their scs system. The patient stated that they had a motor vehicle accident about 5 months prior, but could not recall when therapy became ineffective. In turn, the patient underwent surgical intervention wherein the scs system was explanted and replaced to address the issue. Note: since it is not known which device is causing the issue, all possible devices are being reported on.

Manufacturer narrative:
The reported event of ineffective stimulation was not confirmed. The returned ipg passed all functional testing at lab bench and onto the autotester. No root cause was identified for the reported.